Manufacturer narrative:
The reported events of unacceptable threshold and helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with helix found partially extended and clogged with blood/tissue. X-ray inspection found the inner coil was overtorqued inside the connector region and the helix was stretched consistent with procedural damage. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due overtorqued inner coil at the connector region consistent with procedural damage. The cause of reported events was due to the over torque of the inner coil and helix being stretched.

Event description:
It was reported that during the procedure, the right ventricular (rv) lead capture threshold was unacceptable. Furthermore, the ra lead helix was failed to retract. The ra lead was replaced and the procedure continued with the new lead on (B)(6) 2023. The patient was stable throughout.